Event description:
The physician retrieved partial samples for the first two biopsy passes. On the third pass, the clinician heard co2 venting and the cutting cannula did not advance. The physician suspected cancer and sent the pt to the hospital for another biopsy. Hospital biopsy confirmed the cancer. Later, the pathology report for the first biopsy samples indicated no cancer. Clinician believes that it is because, there was insufficient tissue for pathology to make an accurate diagnosis. The clinician stated that there was no pt complication as the physician was already certain that the lesion was cancerous and was already intending to send the pt to the hospital for a f/u biopsy.